Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 502-03-54e, primary tritanium hemi cluster hole cup 54mm, lot code: mmn4rl; cat. No.: 623-00-32e, trident 0° x3 insert 32mm ID, lot code: mml175; cat. No.: 6570-0-032, delta v-40 ceramic head 32/-4, lot code: 44801101 ; cat. No.: 6720-0435, size 4 accolade ii 132 deg, lot code: 44672005. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Manufacturer narrative:
Expiration date corrected. An event regarding infection involving a trident 0° x3 insert 32mm ID was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical records and evaluation not performed as no medical records were provided. Device history review. Indicated all devices accepted into final stock met specifications. Complaint history review. There have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. No further investigation for this event is possible at this time.

Event description:
Infection following primary tha. Everything removed: 1st stage of 2 stage revision.

Event description:
Infection following primary tha. Everything removed: 1st stage of 2 stage revision.